Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the cs100 intra aortic balloon pump (iabp) turned on, a 50 code alarm appears, and no sound of the motor turning is heard.there was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions), h11. It was reported that the cs100 intra aortic balloon pump (iabp) when the machine is turned on, a 50 code alarm appears, and no sound of the motor turning is heard. No harm reported. No repair information available. In future if we receive any repair information will reopen and update the investigatio